Manufacturer narrative:
The customer returned the meter. The test strips were not returned. Relevant retention material (roche cardiac t quantitative lot number 15550110) was measured on the customer's h232 instrument and an h232 instrument used at the investigation site with 2 native blood samples and 1 spiked blood sample (c=180 ng/l) using 2 test strips per blood sample on the customer's instrument and 3 test strips per blood sample on the h232 used at the investigation site. The blood samples were also measured on a cobas e411 instrument at the investigation site. The mean of the measurements on the customer's h232: first native blood sample: <50 ng/l, second native blood sample: <50 ng/l, spiked blood sample (c=180 ng/l): 180 ng/l. The mean of the measurements on the h232 instrument used at the investigation site: first native blood sample: <50 ng/l, second native blood sample: <50 ng/l, spiked blood sample (c=180 ng/l): 187 ng/l. The cobas e411 measurements from the investigation site: first native blood sample: 4.89 pg/ml, second native blood sample: 5.01 pg/ml, spiked blood sample (c=180 ng/l): 185.2 pg/ml. The results of all measurements fulfill the requirements. The instrument is operating according to specification. A specific root cause could not be identified for this event. Only the customer material investigated can be ruled out as a cause for the alleged issue. The test strips used and the sample or application processes at the customer site have not been ruled out has potential causes for the event. An interference in the patient sample has also not been ruled out, however, this cannot be confirmed since no patient sample was returned.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (B)(4). The customer indicated the strips are no longer available to return.

Event description:
The customer complained of erroneous results for 1 patient tested for roche cardiac t quantitative (troponin t quantitative) on the h232 instrument using 3 different strip lots. The patient had been tested 4 times for troponin t quantitatve on the h232 instrument between (B)(6) 2017 and (B)(6) 2017 and the results were inconspicuous. A patient sample from (B)(6) 2017 was sent to a laboratory using a cobas 6000 e 601 module and the result was different. The initial result from the h232 instrument using strip lot 15550110 was 184 ng/l at 11:19 a.m. The patient was tested again on the h232 instrument using strip lot 15550110 at 12:55 p.m. And the result was 182 ng/l. A sample from (B)(6) 2017 was tested for troponin t high sensitive on the e601 module and the result was 4 pg/ml. On (B)(6) 2017 the patient had a troponin t quantitative result on the h232 instrument using strip lot 17155610 of 193 ng/l at 1:41 p.m. On (B)(6) 2017 the patient had a troponin t quantitative result on the h232 instrument using strip lot 17328410 of 194 ng/l at 12:28 p.m. Both a coronary angiography and a heart magnetic resonance tomography showed no issues. There was no allegation that an adverse event occurred. The h232 instrument serial number was not provided. Neither the h232 instrument nor a similar device is sold in the united states. The meter and all 3 strip lots were requested for investigation; however strip lots 15550110 and 17155610 are no longer available to return. No product has been returned. Relevant retention material roche cardiac t quantitative (lot number 15550110 was measured on a cobas h232 instrument used at the investigation site with three native blood samples using three test strips per blood sample. The blood samples were also measured on an elecsys 2010 instrument at the investigation site. The mean of the measurements on the cobas h232 used at the investigation site: first native blood sample: <50 ng/l, second native blood sample: <50 ng/l , third native blood sample: <50 ng/l. The elecsys 2010 measurements from the investigation site: first native blood sample: <3.00 pg/ml, second native blood sample: 4.17 pg/ml, third native blood sample: <3.00 pg/ml. The results of all measurements fulfill the requirements.